Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the device jaws cut the artery? Or if a clip cut the artery? How was this issue addressed?

Event description:
It was reported that during an unknown procedure, defective clamp. Clips would not hold. Three clips needed to be layed instead of one. The artery has torn. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify if the device jaws cut the artery? Or if a clip cut the artery? The customer does not know. How was this issue addressed? Use of another ligation method. No patient consequences. No transfusion.